Manufacturer narrative:
Manufacturer review¿determined¿that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed persistent alert 61, identified as an external flash write error, which did not resolve after a restart and led to a device replacement and transition to backup subcutaneous insulin therapy. Symptoms included hyperglycemia with a reported maximum blood glucose of 205 mg/dl lasting approximately two hours, without acute complications or medical intervention. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy while continuing cgm monitoring with dexcom g7. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded, based on previously established findings for similar reports, that the device experienced a hardware failure and was replaced.